Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged. A stent strut at the proximal portion of the stent; 4th row distal from the proximal edge of the crimped stent was deformed, distorted & lifted upwards from the stent profile. The crimped stent od at the undamaged distal portion and the maximum lifted stent (damaged) profile was measured. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was reviewed. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Further the stent protector could not have accommodated the type of damage evident to the 4th row strut as the profile measured is greater than the inside diameter of the stent protector specified for the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, mildly tortuous and moderately calcified target lesion was located in the right coronary artery(rca). A 3.50x16mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. However, during unpacking, the physician noted that the stent's body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, mildly tortuous and moderately calcified target lesion was located in the right coronary artery(rca). A 3.50x16mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. However, during unpacking, the physician noted that the stent's body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.